Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon investigation contamination was found on the battery board, computer/analog board, and bedside board inside the charger/modem. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unknown contaminant. Device evaluation of battery pack (B)(4) has been completed. The reported problem (battery fault) has been confirmed. As received, the battery was non-functional. The cause of the battery fault is corrosion on the battery connector. The root cause of the corrosion could be positively identified but was likely liquid ingress of an unknown contaminant. No adverse event resulted from the contaminated charger and battery pack. The patient received a replacement battery charger/modem and battery pack. Device manufacture date: charger/modem: 04/2011, battery pack: 04/2010.

Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report that one of the patient's batteries shows defective when placed in the monitor, but indicates fully charged when placed in the charger. After troubleshooting, customer support determined the issue to be with the patient's charger/modem. The patient was issued a replacement battery pack and charger/modem.